Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing no delivery alarm. Customer had called in previously and stated she didn't have the reservoir. Customer changed the reservoir and the device continued to alarm no delivery. Customer's blood glucose was 400 mg/dl. Call was transferred for assistance. No further information reported.